Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years, 7 months. Per the op report provided by the health-care provider, the patient had aortic valve mismatch. Workup revealed severe tricuspid insufficiency, pulmonary hypertension with pa's in the 50's, and dilatated hypokinetic rv. Patient had renal insufficiency. Extensive workup including echo, stress dobutamine, cardiac cath revealed occlusion of the saphenous vein graft to the rca. The patient was felt to have a mismatch of her aortic valve prosthesis given the low cardiac output state despite a gradient in the low 20's. Given the severity of her tricuspid regurgitation and aortic valve mismatch, aortic valve and root replacement was recommended along with single bypass to the right and tricuspid valve repair or replacement. Findings: dense adhesions within the chest. Pannus formation underneath the aortic valve annulus limiting the effective orifice of the outflow tract. Prosthesis was intact. Rca 2 mm in diameter with minimal disease. Tricuspid valve annulus dilated. The patients aortic valve and root was replaced. The patient was noted to have tolerated the procedure well. The health-care provider also indicated that there was no malfunction of the explanted valve.

Manufacturer narrative:
(B)(4) = aortic valve mismatch. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. However, the health-care provider confirmed that there was no device malfunction. The device history record (DHR) review is currently in process. No other actions are possible at this time.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.